Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with all the available patient information. Patient fields in which information was not provided were intentionally left blank. Stryker performed a clinical review of the reported event and determined that the device use may have contributed to the outcome of the patient. ECG was not obtainable for the entire use of the device and the user was unable to provide defibrillation therapy if needed. Stryker evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device failed to show the patient's ECG rhythm, despite trying multiple sets of defibrillation electrodes. The patient involved in the reported event is deceased.